Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the station did not display any recovery or failure errors when checked at the physical machine. The field service engineer (fse) confirmed that the customer had performed an inventory count on all drawers, and each drawer opened and locked successfully. The back panel was inspected, and no hardware issues were identified that could cause drawer failures. A hardware test application (hta) test was completed successfully with no errors. The customer then retried an inventory count on all drawers, and again no issues occurred, each drawer opened and locked properly. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es bus was not detectable, and the user was unable to open the drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.